Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer's current blood glucose is 277 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The insulin had flow block alarm. The customer stated that the insulin exited after changing entire infusion set. The insulin pump will not be returned for analysis.